Event description:
It was reported by the patient that the surgeon, after the hip popped out 3 times, put in a stem that was 2" longer than it should have been. Patient is now experiencing limping and pain. Patients question is, was replacing the stem the only way to resolve the pop out issue?

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information is not available as per the patient request no investigation is to be done at this time. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.